Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a tooth that is lose. Provided information on minimal mobility being ok during treatment, requested mobility video and recommended 14 day rest period in most comfortable aligner that does not apply pressure.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.